Manufacturer narrative:
Section d10: concomitant products: - holding pin headless 3" (4 pk) (cat# 201-46-10 / serial# (B)(6); - trapezoid tibial tray sz 3f/2t (cat# 204-04-32 / serial# (B)(6); - fluted stem extension 40l x 14 mm (cat# 204-34-04 / serial# (B)(6); - fluted stem extension 40l x 14 mm (cat# 204-34-04 / serial# (B)(6); - cc femoral sz 3 (cat# 208-01-03 / serial# (B)(6); - cc distal fem augment sz 3, 5mm (cat# 208-05-03 / serial# (B)(6); - cc distal fem augment sz 3, 5mm (cat# 208-05-03 / serial# (B)(6); - cc stem ext adaptor 5 degree (cat# 208-09-05 / serial# (B)(6); - platelet rich plasma kit with spray tips (cat# 620-00-02 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eleven years post initial tka, patient was revised due to pain and bad osteolysis. There was no issues removing components. Competitor's revision knee was implanted. The explants are not available for evaluation. No further information.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.